Manufacturer narrative:
If additional information becomes available, a follow-up will be submitted.

Event description:
It was reported that there was an issue with safil violet. Before the surgery, the customer found that the number of the products was different than indicated on the label. There were only 7 products rather than 8 inside the packet. No further information provided.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse.